Event description:
It was reported that the patient, who was recently implanted with a deep brain stimulator experienced a significant brain bleed and passed away. The physician did not believe this to be device related, but a post-surgical complication. Nothing happened during the recent procedure that may have caused or contributed to the patient's death. It was noted that microelectrode recording was performed bilaterally for electrode placement. No further information can be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7084386. Product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(4), batch: 520706. Onset date of event and date of passing not known.